Manufacturer narrative:
A replacement breast pump was sent to the customer. Attempts to contact the customer to obtain further information and for the return of the product were unsuccessful. Should additional information or the original product become available resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that her pump in style breast pump was not helpful in expressing milk and that she was in a lot of pain. She also reported that she was admitted to the hospital with mastitis and received the following treatments: emergency surgery with a drainage tube inserted in the breast, keflex, norco, zulfran, and dicloxacillin.